Event description:
The customer reported that the therapist treated the pt for all 14 fields on (B)(6) 2010. However, rtchart history only shows 12 fields treated for that day.

Manufacturer narrative:
The review of rtchart shows only 12 treated fields for (B)(6) 2010, with two manually created records added by physics. Checked backup folder on 4ditc, but no records saved for that pt. The investigation confirmed no malfunction of the device. The user mistakenly closed the pt (and signed off on the partial treatment) without treating two of the remaining fields. Per varian's medical professional review, this is not likely to be a serious injury based on info from the investigation. The site contact refused to supply anatomical location being treated as well as total course dose. The pt's treatment plan included 14-fields per day, but on one occasion, only 12 fields were treated. The missing fields were for 15 and 16 cgy out of a planned 180 cgy. This missing 31 cgy is 16% of a single treatment and over the entire course of treatment is unlikely to impact outcome or cause injury. However, without knowing the area being treated or how much was delivered over the entire course, the medical professional review cannot state with absolute certainty that this under dosage would not impact the outcome of treatment. Based on the info above, varian has determined that a MDR is appropriate.